Event description:
It was reported that a home patient (hp) did not connect their bags properly so they disconnected the bag and then reconnected the bag to the proper line. The technical service representative (tsr) explained to the hp air had entered the setup and they could not disconnect and reconnect bags. The tsr advised the hp to start over with new supplies or use manual exchange and notify the peritoneal dialysis registered nurse (pdrn) regarding the alarm. The therapy was ended. The hp will continue therapy using manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies is confirmed because it was reported in the event description that the user reused the same supplies. The assignable cause code was undetermined because even though the use error was identified, it is undetermined why the disposable was reused. The problem was confirmed for this use error - reuse of single use supplies complaint, because there was a defined use error. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only."